Manufacturer narrative:
Reference: (B)(4). Concomitant products: item: 00-0907-4780, 4.5mm cannulated locking screw, 80mm, lot: unknown. Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2019-00036.

Event description:
It was reported that following a femoral osteotomy correction, x-rays were taken at the patient's first follow-up appointment which revealed a loss in correction. Two proximal screws were found to be fractured and the patient underwent a revision procedure. No additional patient consequences were reported.